Manufacturer narrative:
Medtronic received additional information that this device was replaced with a competitor's valve approximately eleven years post-implant, not fifteen years as was originally reported. Additional information has been requested. No other adverse patient effects were reported. Device explanted date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The available information indicates the device remains implanted. Additional information has been requested regarding the device's functionality, any adverse patient effects and the patient's weight. A supplemental report will be filed if additional information is received and/or when investigation is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately fifteen years post-implant of this bioprosthetic pulmonic valve in a pediatric patient, this device was replaced valve-in-valve with a transcatheter bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.